Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a detached sensor wire that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient reported that the transmitter was not snapped into the sensor pod when the sensor was removed. Patient reported that when he lifted off the adhesive, the sensor wire was sticking out of the skin. Patient was able to pull out the sensor wire himself. No additional event or patient information is available. It was reported that the transmitter was not snapped into the sensor pod when the sensor was removed. The dexcom g4 platinum continuous glucose monitoring system users guide states under information for the end of a sensor session: do not remove the transmitter from the sensor pod while the pod is attached to your skin. However, the reported event cannot be confirmed and the root cause cannot be determined.